Event description:
It was reported that the catheter passer broke during a procedure. The health care professional made a second incision and was able to retrieve the passer without difficulty. The patient required extended anesthesia. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.